Event description:
It was reported that the insulin pump alarmed motor error during bolus. The customer's blood glucose was 152 mg/dl. The customer does not use the sensor feature. They were able to rewind the insulin pump. The discontinuation of the insulin pump was advised. Nothing further was reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.